Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was reimplanted with a new device (B)(6) 2013. This report filed january 27, 2014.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the magnet site. The device was explanted on (B)(6) 2013. There are plans to reimplant the patient with another device; however, reimplantation has not occurred as of the date of this report, (B)(4) 2013.